Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their one tooth is lose. Update, initially patient's crown came out, then their gums were bleeding and tooth is loose. Dentist has recommended the patient stop treatment.